Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in a mechanical lithotripsy procedure. During mechanical lithotripsy the basket tip failed to release followed by handle breakage. A rescue attempt was using a soehendra lithotripter resulted in a similar failure, with additional wire breakage at the handle. Alternative methods, including electrohydraulic lithotripsy (ehl) were unsuccessful, and argon plasma coagulation (apc) was ultimately used to manage the basket wires at the papilla. No patient complications were reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to be may 1, 2026 (first day of the month) as no event date was reported. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf device code a0401 captures the reportable event of handle break and handle cannula break. Imdrf device code a23 captures the reportable event of basket failure to crush stone. Imdrf device code a150207 captures the reportable event of device difficult to remove. Imdrf impact code f2301 captures the additional device required to remove the basket.